Event description:
A customer contacted baxter to report that the sponge dropped out of a minicap. No patient injury was reported.

Manufacturer narrative:
(B)(4). One opened sample was received for analysis. The foam sponge was outside the minicap. The complaint was confirmed based on the sample evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No root cause relating to the manufacturing process has been identified for this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.